Event description:
Screen delaminating. No product returned. Use error- customer damage/misuse. Keypad- delaminated. It was reported the screen seems to be delaminating on a "demo device". It was thought there was a protective plastic film on the screen. About a week ago the screen became worse, so they thought they would remove the "film", and then realized that was not a protective film, but it was the actual faceplate. The reporter states, "we a demoing brand new devices that we are saying are far more robust than our current devices and yet the face plate is bubbling". There was no report of patient involvement.

Manufacturer narrative:
The reported event of screen delaminating file was opened to document an event that the customer reported. The issue was confirmed by bd personnel. Although no devices were provided for investigation, the attached photos confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. No further investigation of this event is possible at this time. Review of the source device s/n 15160216 service history showed the device had a manufacture date of 3/06/2018. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported the screen seems to be delaminating on a "demo device". It was thought there was a protective plastic film on the screen. About a week ago the screen became worse, so they thought they would remove the "film", and then realized that was not a protective film, but it was the actual faceplate. The reporter states, "we a demoing brand new devices that we are saying are far more robust than our current devices and yet the face plate is bubbling". There was no report of patient involvement.

Event description:
It was reported the screen seems to be delaminating on a "demo device". It was thought there was a protective plastic film on the screen. About a week ago the screen became worse, so they thought they would remove the "film", and then realized that was not a protective film, but it was the actual faceplate. The reporter states, "we a demoing brand new devices that we are saying are far more robust than our current devices and yet the face plate is bubbling". There was no report of patient involvement.

Manufacturer narrative:
The reported event of screen delaminating file was opened to document an event that the customer reported. The issue was confirmed by bd personnel. Although no devices were provided for investigation, the attached photos confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. No further investigation of this event is possible at this time. Review of the source device s/n (B)(6) service history showed the device had a manufacture date of (B)(6) 2018. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.